Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient first noticed the ins turning off itself on 2020-03-27. The rep reported that the cause of the issue was not determined. The rep reported that there was possible confusion with the patient programmer (pp) or it was possible the pp needed to be hard reset. The rep reported that the patient was going to try to keep a log if it continued to occur. The rep reset the pp by taking the battery out for 30 seconds. The rep reported that prior to this, the pp would intermittently request an antenna adjustment or recharge session when the antenna wasn¿t even plugged in and/or the ins didn¿t need a charge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulation would turn itself off, even when the battery is above 30%. The rep will check the usage report ,recharge information, and log file to check for cause. No further complications were reported/anticipated.